Event description:
Reported received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The pump was initially programmed to deliver hydromorphone 2.0mg/ml. No specific programming parameters were provided. It was reported that the pump "safely delivered two vials." Reportedly, when the third vial was to be delivered, "the pump was reprogrammed to deliver a concentration of 0.2mg/ml instead of the intended 2.0mg/ml." After an unspecified length of time, it was reported, "the pt was oversedated, was reversed with narcan and recovered." The pump was removed from clinical service. Though requested, the customer declined to provide additional information.